Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the spike between the r and t on telemetry strip was actually the atrial pacing spike. The patient had normal managed ventricular pacing (mvp) function. The implantable pulse generator (ipg) exhibited 2 out of 4 dropped beats, and the device mode was re-programmed. The rv lead and ipg remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right ventricular (rv) lead suspected the lead is under sensing r waves, and pacing spiked that appears between the r wave and t waves noted. The rv lead remains in use. No patient complications have been reported as a result of this event.